Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported during the extended case, four separate desposable trocar housings fell apart into several pieces (into outer housing, top "lid" and innter duckbill seal), causing total loss pneumo."microsurge detachaports" were used to complete the procedure. There was no consequence to the patient.